Event description:
It was observed during the device inspection, that the camera head exhibited cracked cable and pixel failure (poor quality image). There were no reports of patient involvement.

Manufacturer narrative:
As noted in section b5, the device evaluation found damaged cable and pixel failure. Based on the results of the investigation, it is likely that the following led to the malfunction: device degradation, deformation. The definitive root cause of the reported failure cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the updated legal manufacturer's final investigation. Based on historical data, possible causes of this failure include damage/ deterioration of components due to wear and tear without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.